Event description:
The reporter stated that the surgeon inserted an aa4203tl single piece silicone lens with toric optic. The lens haptic tore upon insertion into the eye. The lens was removed and another lens was inserted. No pt injury.